Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room racks and confirmed the touch panels were not operating properly. The technician rebooted the avcx and replaced the touch panel to resolve the issue, tested the function and operation of the units, confirmed them to be operating to specification, and returned the units to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panels connected to their hexavue custom room racks were not responding and frozen. No report of injury.